Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service and during the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During additional testing at the manufacturer's service center, the device failed a test step during testing. The device's oxygen blending module manifold assembly was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.